Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while removing the IV, the catheter of the 22 g x 1.00 in. Bd insyte-w¿ peripheral venous catheter, remained in the patient. There was no reported medical intervention or serious injury.

Manufacturer narrative:
Investigation: received 3 sample photo's. No actual device was returned. The nonconformance cannot be confirmed as no sample was returned for investigation. The complaint will be reopened if the sample is returned for investigation. Photo showed reported defect - yes. DHR review: device history record of the following packaged needle (pn) and its assembled needle (an) were reviewed. Pn batch no: 7080431 of catalogue no: 381323. An batch no: 7080089 and 7080088 of part no: 8083541. No quality notification for similar nonconformance during the production of the batch was raised. Manufacturing review: the preventive maintenance, calibration and equipment history records were reviewed. No abnormality was observed on the records. Conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Root cause: the root cause cannot be determined as no samples were returned for investigation.